Event description:
Device 3 of 3. Reference: 1627487-2011-04178, 1627487-2011-04179. The pt received her scs system on (B)(6) 2009. It was reported the pt was experiencing pain at the ipg site. In addition, the pt believed the stimulation was causing some muscle tension in her upper back and neck. It was reported the pt's physician wanted to perform a CT myelogram to rule out surgical complications for replacing the pt's leads with a paddle lead. In addition, the physician may reposition the ipg. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.